Event description:
It was reported to philips that the system had a communication problem between the geometry io box and the suite computer, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system had a communication problem between the geometry io box and the suite computer, which could impact geometry movements. To resolve the reported issue, the customer ordered the geo io box and the suite pc mdp and replaced on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.